Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not like the the ipg in the back. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. No device malfunction was suspected. The explanted ipg was kept by the medical facility. The patient was doing well postoperatively.